Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during and unknown procedure, the device did not cut completely. The surgeon has finished the cutting manually. No patient consequence.